Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118296.

Event description:
It was reported the patient had ineffective therapy. As such, surgical intervention was undertaken and the system was explanted. It was not determined which lead resulted in ineffective therapy.